Event description:
It was reported that a shaft break occurred. A 24 x 2.75 promus premier select was selected for use in a percutaneous coronary intervention (pci) procedure. It was observed that the promus premier select broke as it was withdrawn from the carrier tube during preparation. The procedure was completed while using an alternative method or device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 24 x 2.75mm promus premier select promus select stent delivery system (sds) was returned for analysis without the distal shaft (including balloon and stent). A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid shaft section found a break on the mid shaft 118cm distal to the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A 24 x 2.75 promus premier select was selected for use in a percutaneous coronary intervention (pci) procedure. It was observed that the promus premier select broke as it was withdrawn from the carrier tube during preparation. The procedure was completed while using an alternative method or device. No patient complications resulted in relation to this event.